Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and replaced the motion batteries. The issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for analysis.

Event description:
A site biomed representative reported that outside of a procedure, the imaging system was difficult to drive and slowed down quickly when moving. The motion battery is not holding a charge. The system confirmed that it is plugged in when stored and not in use. There was no patient present when this issue was identified.